Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/11/2023, it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii first anchor was pre-deployed. The surgeon attempted to push the implant back into the delivery needle but was unsuccessful. The case was completed using another ar-4501 meniscal cinch ii from the same lot number. This was discovered during a meniscal repair procedure on 12/5/2023.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-4501 meniscal cinch¿ ii was received for evaluation. Functional testing was not performed due to damage to the instrument. Upon visual evaluation, it was observed that a piece of metal was coming out of the tip, presumably the tip of the pushrod #1, which was bent. Upon evaluation of the suture, it was noted that it was damaged and broken. The most likely cause for the observed damage on the device is use error.